Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 198 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and operating currents were within specification. No unexpected alarms were noted. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads and minor scratches on display window.